Event description:
It was reported that, after an internal fixation surgery was performed on 2008, the patient suffered a periprosthetic fracture after a fall. This adverse event was solved by a revision surgery on (B)(6) 2022, where the 11.5 x 38 130 d tan rt rose, the nail cap 10mm and two (2) unkn trigen tan/fan nail screw were explanted. Current health status of patient is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were provided and according to the clinical/medical evaluation the undated/unidentified x-ray photocopy image shows a fracture of the femur in the area of the femoral neck. Based on the information provided, the root cause of the periprosthetic fracture and subsequent revision was the reported fall. The patient impact beyond the reported fall, fracture, and revision procedure could not be determined, as the patient status was unknown. No further medical assessment could be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and traumatic injury. The contribution of the device to the reported event could not be corroborated, since we cannot confirm that the device caused the periprosthetic fracture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.